Event description:
The maquet clinical representative was at the hospital observing an endoscopic vein harvesting procedure. The hemopro started smoking quite a bit and the jaws began turning red while in the patient's leg. The harvester removed and unplugged the device. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Staff went back in the tunnel and made sure the vein was not damaged. The maquet rep noticed that at the beginning of the procedure, the nurse was attempting to straighten out one of the pins on the hemopro cable.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that they were burnt and melted from the tri-heater assembly. The resistance measurements were within specifications. The micro switch functioned properly. The pre-cautery test, using the reference hemopro cable and power supply, showed that no electrical non-conformities were found on the hemopro after several device activations. The device met electrical product specifications during this test. Based upon the condition of the jaw boots, the reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.